Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
They were running the stent introducer down an .025 wire guide down the scope. They had a really difficult time advancing the stent introducer ((B)(4)). When the stent exited the distal end of the scope, the stent was shredded ((B)(4)) and could not be advanced through the biliary duct. They had to take everything out. The procedure was successfully completed with a different stent and a different introducer (different gpns).

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: related pr- pr(B)(4) (MDR ref: 3001845648-2021-00599) - they had a really difficult time advancing the stent introducer. The clso-10-5 device of unknown lot number involved in this complaint was not returned to cirl for lab evaluation. Therefore, a document-based investigation will be carried out. Document review: prior to distribution ¿clso-10-5¿ devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for ¿clso-10-5¿could not be carried out since the lot number of the device unknown. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ it may be noted the device IFU mentions ¿this device is intended for single use only. Attempts to reprocess, resterilize, and/or reuse may lead to device failure and/or transmission of disease. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received, it is confirmed that a 0.025" wire guide was used. Summary: complaint is confirmed as the failure was verified from the customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.